Event description:
It was reported that during the implant procedure the left ventricular lead had high lead impedance measurements and the physician reported the lead as "damaged". The lead was removed and replaced with a new lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood/ body fluid was observed on all conductors.